Manufacturer narrative:
On january 16, 2023, mentor received the following additional information. Patient's age: 61 date of event: november 02, 2022. Date of implantation: (B)(6) 2018. Date of explantation: (B)(6) 2023. Product information- side: right, size: 300cc, brand name: mentor memorygel breast implant, catalog: 3507300mc, lot: 7521530, serial: (B)(6). Additionally, the patient only endured a ruptured left breast implant and the bilateral capsular contracture. As such, since this file is for the right breast implant, rupture is no longer applicable. On (B)(6) 2023, mentor was notified that the patient underwent bilateral removal without replacements. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed on the provided lot, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii/IV capsular contracture during an in-office visit with a medical professional. Additionally, she was diagnosed with bilaterally ruptured breast implants using an undisclosed imaging method. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-00756 for the contralateral event.

Manufacturer narrative:
On february 20, 2023, the mentor analysis lab received the suspect medical device for evaluation. On february 23, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).